Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed several deformations of the inner conductor coil. Based on the symptoms, it is reasonable to assume that these damages resulted from the explant procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
His ra lead was explanted and replaced due to the patient having twiddler's syndrome. The rv lead was repositioned and this lead was replaced. Should additional information be received, this file will be updated.